Event description:
It was reported that during inspection of one of the heartmate power modules, it was found that the internal battery included with the unit was expired and was not allowing the system to function correctly. According to the battery label, the expiration date was 31may2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.